Event description:
It is reported that the washers broke from the rod bender and flew into the pt's incision. This was not noted and required additional surgery to remove.

Manufacturer narrative:
Info was received via medwatch mw5034157. Eval summary: the product was not returned and the complaint was not confirmed. A complaint history review was completed and no previous complaints exist for this product. This device was discontinued several years ago and it can be assumed that the device had many years of use. The exact age cannot be determined without lot info. The use history was not communicated by the customer. It can be assumed that excessive load could possibly fracture the spinal rod bender. It is also likely that the device age contributed to the complaint. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.